Manufacturer narrative:
(B)(4). The customer returned a one-lumen PICC catheter for analysis. Visual examination revealed signs-of-use were on the inside of the extension line. After failing functional testing, the catheter was microscopically examined. A small separation/hole in the extension line was found adjacent to the luer hub. The extension line length, inner diameter, and outer diameter were measured and all were found to be within specification. With the distal end occluded, the catheter lumen was flushed with a lab inventory syringe filled with water. Water was observed leaking out of the hole in the extension line. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC hub was cracked and leaking. The device was replaced. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC hub was cracked and leaking. The device was replaced. No patient harm reported.